Manufacturer narrative:
(B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The catheter was being removed from the package when they noted that there was white powder on the shaft of the catheter. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. Upon receipt, it was noted that there was a white residue on shaft of the catheter about 23.5cm proximal of electrode #6. The sample was sent to evaluation sem / eds and the results show that the material found on catheter shaft showed that the sample analyzed presented elemental distribution of carbon, oxygen, sulfur, titanium and barium. Based on the information obtained during the analysis of sds performed at the white particle were found residues of titanium. Additionally, the levels of oxygen were elevated moderately during the analysis of sds compared with the levels found in a normal surface ¿without residues¿ of any other additional element found. This suggested that the white particle was certainly titanium. The bill of materials was review and it was found that during manufacture procedure catheters are never in contact with titanium, the device was visually inspect catheters- 100% inspection and all the products are cleaned with a wipe with alcohol 70%, the usable length of the product. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed. However, the exact root cause of titanium on the shaft could not be determined since no anomalies related were found during the review of device history record.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/13/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The catheter was being removed from the package when they noted that there was white powder on the shaft of the catheter . The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. This issue has been reviewed and assessed as reportable as the foreign material was within the usable length of the catheter.